Manufacturer narrative:
(B)(4). Approximate age of device - 83 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The lvad system had been producing power elevations since 3 weeks after implant and the patient has been on triple therapy for suspected thrombus. The power elevations persisted and in troubleshooting the event, the lvad team was planning to modify the anticoagulant therapy for the patient. The patient had no other clinical findings to support thrombus. An echocardiogram showed adequate unloading and velocities in the inflow cannula and outflow grafts. The patient's ldh was 229 u/l, below the patient's baseline. The patient was discharged home, feeling well and functioning adequately. No additional information was provided pertaining to this event.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed through this evaluation. Thrombus and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.